Manufacturer narrative:
The device has been received. A supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod for approximately 36 to 48 hours. Upon removal from the infusion site on the leg, the pod¿s cannula was found to contain crystallized insulin, indicative of cannula blockage. As treatment, the patient changed the pod and also administered insulin using an insulin pen.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. No problems were found regarding the reported obstruction of flow event.